Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all keypad buttons were responsive to user input. The keypad was removed and no contamination or damage was observed under the button contacts. The pump was opened and no damage was found on the keypad flex connector. The complaint of a keypad button response issue was not duplicated during investigation.